Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The device longevity met or exceeds the expectations of the physician. There is no device malfunction; therefore, this device is no longer considered reportable. Patient weight added to a4. Explant date added to db6.

Event description:
Additional information indicates the device longevity met or exceeds the expectations of the physician. Surgical intervention took place to replace the ipg therapy was restored postoperatively.